Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate has poor separation. The following information was provided by the customer and translated to english: "this is a report about poor separation of samples in tubes. The customer reported as follows: one single operator worked on centrifugation of 10 tubes. Separation of samples was poor in two tubes.

Manufacturer narrative:
H6: investigation summary: material #: 362761. Lot/batch #: 1293417. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate has poor separation. The following information was provided by the customer and translated to english: "this is a report about poor separation of samples in tubes. The customer reported as follows: one single operator worked on centrifugation of 10 tubes. Separation of samples was poor in two tubes.